Event description:
It was reported that the subject device had rubber bonding falling off. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device's final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1 (postal code), e4, h4, h8. The device was returned to olympus for inspection, and the reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.